Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing low yield. Sm 362761 cpt low cell yield.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing low yield. Sm 362761 cpt low cell yield.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed. The photo shows material in a pipette, no conclusions can be made from the photo. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The IFU (instructions for use) for this product does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.